Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list numbers 8d06-31 / 8d06-41 with 510k/PMA/bla number k153730.

Event description:
The customer reported false nonreactive architect syphilis tp results for 39 years old, male, with a colostomy. The following data was provided: on (B)(6), the patient¿s syphilis result was 1.51 s/co (reference range: <1 s/co), and the tppa test was positive. The reagent lot used to generate this result was 67718be01 (result not being questioned). On july 8, the patient was admitted to the hospital and syphilis testing was performed and the result was 0.85 s/co, and the retest result was 0.80 s/co after high-speed centrifugation. The reagent lot in use to generate these results was 70083be01. Another edta plasma sample from the patient was tested for syphilis and the result was also 0.83 s/co. The patient was not additionally tested for immunoglobulin, rheumatoid factor, or other assays. Additionally, the patient did not have a recent blood transfusion. Due to the inconsistency between the positive and negative results and the historical results, the customer performed a tppa test, and the result was positive. There was no impact to patient management reported.

Event description:
The customer reported false nonreactive architect syphilis tp results for 39-years-old, male, with a colostomy. The following data was provided: on february 1, the patient¿s syphilis result was 1.51 s/co (reference range: <1 s/co), and the tppa test was positive. The reagent lot used to generate this result was 67718be01 (result not being questioned). On july 8, the patient was admitted to the hospital and syphilis testing was performed and the result was 0.85 s/co, and the retest result was 0.80 s/co after high-speed centrifugation. The reagent lot in use to generate these results was 70083be01. Another edta plasma sample from the patient was tested for syphilis and the result was also 0.83 s/co. The patient was not additionally tested for immunoglobulin, rheumatoid factor, or other assays. Additionally, the patient did not have a recent blood transfusion. Due to the inconsistency between the positive and negative results and the historical results, the customer performed a tppa test, and the result was positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 70083be01. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 70083be00, which contains the same bulk material as lot 70083be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 70083be01 was identified.